Manufacturer narrative:
Insulin pump received with detached end cap and torn keypad overlay. Unit received with no button response due to lcd keypad connector. Unable to verify excessive no delivery alarm, motor error alarm and perform displacement test, basic occlusion test, occlusion test, prime, compromised force sensor system test, rewind test and excessive no delivery test due to no button response and detached end cap. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.